Event description:
It was reported that the patient is experiencing auto-reducing and an inability to achieve MRI mode due to impedances on both leads. Surgical intervention took place on (B)(6) 2024 during which both leads were explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
Section a4: patient's weight was not provided at this time. Section d3: date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.